Event description:
The surgeon was performing a laparoscopic appendectomy and was using a endoscopic stapler to take out the appendix. The physician clamped the stapler on the tissue and the stapler would not fire. Another stapler was opened. That stapler was clamped down on the tissue, the staple insert pushed forward and it malfunctioned. The surgery was able to be performed and the appendix was removed via laparoscopic procedure. No patient harm.